Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that x-rays confirmed that the left relfex hybrid screw migrated post-operatively on level c7. The initial procedure was done to treat levels c3-c7. Revision surgery was done to remove the left and right relflex hybrid screws on level c7. This record represents the right screw.

Event description:
It was reported that x-rays confirmed that the left relfex hybrid screw migrated post-operatively on level c7. The initial procedure was done to treat levels c3-c7. Revision surgery was done to remove the left and right relflex hybrid screws on level c7. This record represents the right screw.

Manufacturer narrative:
Additional patient information.

Event description:
It was reported that x-rays confirmed that the left relfex hybrid screw migrated post-operatively on level c7. The initial procedure was done to treat levels c3-c7. Revision surgery was done to remove the left and right relflex hybrid screws on level c7. This record represents the right screw.

Manufacturer narrative:
There was no product issue found related to the adverse event. Therefore, this is a concomitant product.